Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room assistant reported that the valve leaked during a pars plana vitrectomy procedure. The product was replaced and the procedure was completed. The patient was not impacted.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are four additional complaints associated with the lot for the reported issue. Six trocar assemblies were received for evaluation. The returned samples were visually inspected. Two samples were found conforming, three samples were found non-conforming with open valves and one sample was non-conforming with a cut septum. The conforming samples were then functionally tested for leaking and were found conforming. The exact root cause for this complaint is unknown, however, potential contributing factors related to the manufacturing, molding, and post cure processes of the valves has been identified. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).